Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-02186 1. Section h. Box 6. Patient code 2 results: the returned lantern was kinked at approximately 50.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a kink. If the lantern is forcefully advanced through the reported patient¿s tortuous anatomy, damage such as a kink may occur. This kink likely contributed to the reported resistance experienced while advancing the pod8 through the lantern. During functional testing, resistance was encountered while advancing a test mandrel into the returned lantern due to the kink and the mandrel could not advance any further. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow up #01 MFR report::3005168196-2019-02186 and are being corrected on this follow-up #02 MFR report:3005168196-2019-02186 1. Section h. Box 2. If follow-up, what type? 2. Section h. Box 10./11. Additional narrative and/or corrective data corrected h10: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-02186 1. Section h. Box 6. Device code 2 results: the returned lantern was kinked at approximately 50.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a kink. If the lantern is forcefully advanced through the reported patient¿s tortuous anatomy, damage such as a kink may occur. This kink likely contributed to the reported resistance experienced while advancing the pod8 through the lantern. During functional testing, resistance was encountered while advancing a test mandrel into the returned lantern due to the kink and the mandrel could not advance any further. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a lantern delivery microcatheter (lantern). It was noted that the patient had calcified plaques and tortuous anatomy. During the procedure, the physician encountered resistance while advancing a pod8 through the lantern. It was reported that the pod8 became stuck in the middle of the lantern; therefore, the pod8 and lantern were removed from the patient. The physician proceeded to advance a new lantern into the target vessel and subsequently implanted the same pod8 successfully. There was no report of an adverse effect to the patient.